Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 90% stenosis and heavy calcification and moderate tortuosity. The lesion was pre-dilated, and the 3.0 x 38 mm xience prime stent was implanted. After the stent was implanted, an edge dissection was noted on the distal edge of the stent. Another stent was used to treat the dissection. No additional information was provided.